Manufacturer narrative:
Physio-control further examined the customer's device and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u25, on the digital pcb assembly. Physio observed that ic chip u25 had corrupted memory which prevented the device from completing the boot-up process. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had a service wrench icon in its readiness display. During device evaluation, physio observed that the device emitted an alarm sound and illuminated its on/off button and shock button. The device's readiness display continued to show an empty battery icon and a service wrench icon but no ok. When the on/off button was pushed, the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6).